Event description:
It was reported that the patient was not able to adjust stimulation. The patient had a spinal fusion on (B)(6) 2011, she was able to turn her device off but when she tried to turn her device back on the lights came on but the patient did not feel anything. While troubleshooting the patient had three beeps on the upper limit but not on the lower limit. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).